Manufacturer narrative:
The customer reported breakage of the rotor within the statspin vt. All centrifuge contents were contained within the unit. There was no reports of any sample loss and no reports of operator injury. There was no report of delay to diagnosis or treatment.

Event description:
Customer reported drive assembly and rotor broken into pieces.